Event description:
It was reported by the facility biomed technician that a hemodialysis pt was receiving her dialysis treatment when approximately 13 minutes into her treatment, she complained of shortness of breath. The treatment was stopped and then the pt coded. Information provided by the clinic manager: the pt was taken to the hospital emergency room where she was intubated for respiratory assistance. Due to these respiratory issues, the pt's family made the conscious decision to discontinue life support measures. The pt subsequently expired on (B)(6) 2013.

Manufacturer narrative:
The hemodialysis machine (plant investigation) is currently undergoing evaluation. Based on the information provided, it is unk how the device may have caused or contributed to the reported event. The user facility has provided limited details at this time. The plant investigation is currently on-going and a supplemental report will be submitted when complete. Associated MDR numbers: 8030665-2013-00375; 1713747-2013-00193; 1713747-2013-99912; 1651896-2013-00001.